Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator change out procedure. During the procedure, the set screw would spin in the header and wouldn't back out and allos the lead pin to be withdrawn. No additional information was reported.